Event description:
The customer's all-history indicated that there was a nearly three-hour period where her bg levels remained consistently high (370-399mg/dl). Four correction boluses were administered during this time, but her bg levels failed to lower. She "noticed blood and a kink in the cannula," but no alarm was initiated by the pod. She deactivated the device and will return it for evaluation.

Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to evaluate the condition of the cannula to determine if the reported cannula kink had impeded or restricted insulin flow to the customer, potentially resulting in high bg levels. No conclusion can be drawn. The omnipod user guide instructs users to check blood glucose levels frequently so that they're able to notice and react quickly to any issues. The user guide also recommends replacing the pod if blood glucose remains elevated four hours a bolus is first administered. The customer's all-history indicates that she deactivated the pod within three hours of first administering a correction bolus in response to a high bg reading. A review of lot qualification records was performed and the lot passed the acceptance criteria. Note: evaluation method codes are specific to activities performed during lot qualification testing (not activities performed on the subject pod, as it was not returned for evaluation).